Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that during the change out procedure for the pulse generator of this patient, this right atrial (ra) lead presented noise. The lead was capped and replaced. Should additional information be received, this file will be updated.